Event description:
It was reported that patient presented in clinic for a follow up. It was discovered that their implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. No intervention was done. The patient was stable.